Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample without original package or lot number was received for evaluation. After performing a visual inspection, kinked tubing was observed. Corrective actions are not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a feeding tube. The customer reports product folded (kinked) close to 45cm. No injury reported.